Manufacturer narrative:
The involved pump was returned to mmdg, where it was evaluated. The pump history was reviewed and functional and flow testing was performed. Mmdg could find no failures with the pump.

Event description:
Mmdg received an email from the initial reporter requesting that the pump be evaluated and the pump history reviewed to ensure correct operation. The patient was in hospice and had been discharged with orders for tpn and milrinone, and passed away later that day. Mmdg did follow up with the initial reporter, and they did state that they did not believe the pump had malfunctioned, but because the patient had expired they wanted to have the pump reviewed to ensure correct operation. (B)(4).